Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the performance of gastroenteroanastomosis, a load was fired without making the cut of the tissue. It was necessary to use another reload.